Event description:
It was reported that an ilet user experienced high blood glucose after pausing insulin delivery for approximately four hours and consuming food, with readings escalating to 400 mg/dl. The user was using an inset 23" 6 mm infusion set and was advised to perform a full supply change given set expiration. Symptoms included hyperglycemia. Outcomes included self-management without hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed user-initiated interruption of insulin delivery as the likely cause, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that user error was the most probable cause.